Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# d26866, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that an alarm was not heard but was confirmed by telemetry. Telemetry confirmed that the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The pump was checked on the report date because the patient missed his refill. The pump was supposed to be filled in (B)(6), but the patient couldn¿t get an appointment. It was noted that the patient was not ambulatory. At the time of this report, the patient was okay medically. The reporter did not elaborate on the patient condition after the pump went dry. The healthcare provider (hcp) discussed possibly filling the pump with just baclofen and starting at 100 mcg/day. If they did this, it would not be until (B)(6) 2014 or the following week. The device system was used to deliver baclofen and morphine. It was later reported that the alarm was heard. This reporter indicated that the patient¿s low reservoir alarm sounded on the report date. The low reservoir alarm was set at 1ml and the physician programmer indicated that the pump had 0.7ml left in the reservoir. The patient was currently having increased spasms due to running out of drug. The spasms had been occurring for the last months. The hcp set the new reservoir alarm at 2ml for the next refill cycle. The patient was also put on oral baclofen. It was noted that the patient was having ¿issues¿ with wanting the pump removed, but was getting good therapy. No issue was suspected with the pump.

Event description:
Additional information received reported that the cause of the alarm was due to the patient not showing up for their refill and wanted to stop the pump. The patient symptoms also included contracture. The patient was reportedly doing well and receiving effective therapy as they were using the pump again.